Event description:
It was reported the patient's blood glucose levels rose to 400mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and measured longer than specification. A tear was also observed spanning both the exposed and unexposed portions of the soft cannula by the formed needle tip. The timing and cause of these damages could not be determined, however it could be determined that the internal and external cannula damages happened as a result of the same event. It could not conclusively be determined if the observed cannula damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.1 hardware: iphone12.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event